Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device emitted tones. Device replacement or a repeat analysis prior to 90-day window expiring was recommended. This ICD remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the e1: initial reporter last name.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device emitted tones. Device replacement or a repeat analysis prior to 90-day window expiring was recommended. This ICD remains in service at this time. No adverse patient effects were reported. Additional information indicated that a request was made to have the device data reanalyzed. The analysis showed that the battery was depleting more quickly than expected. Conservative modeling indicates that the device is expected to support therapy for a minimum duration of 14 days under anticipated operating conditions. This ICD was explanted and replaced. No additional adverse patient effects were reported.